Event description:
In 2005, the patient sustained multiple orthopedic injuries after an accident. Two weeks later the patient apparently had 3 pulmonary embolisms. The patient was in need of further orthopedic surgeries so a ivc filter was placed. While inserting the filter via the right femoral vein, the physician stated that it "didn't feel right" when the filter was deployed. Per the physicians dictated report, during deployment it was noted that the filter appeared to be somewhat mobile and upon pushing on the apex of the filter with the catheter it appeared that the filter was not completely engaged and would not grab as usual. The patient's ivc was 2cm in maximal diameter. The bard representative was called and came to the hospital. Pathology documented the product and the rep took the filter for analysis. The bard filter was retrieved via the transjugular approach. Another filter from a different company was placed successfully via the right jugular vein. No sequelae to the patient.